Event description:
It was reported that the pt experienced a loss of therapeutic effect at night. No pt treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.